Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pieces of plastic around reservoir compartment was missing. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.